Event description:
Surgeon was passing a 12 mm screw into a plate when he noticed a piece of metal in the wound. The surgeon removed the screw and metal piece. He replaced screw of same size from set. On inspection, it looks like a thread from the screw came apart. No harm to patient.